Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have experienced pain and noticeable looseness in some of their teeth, which has raised serious concerns about the effectiveness and safety of continuing the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.